Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (water check time out unable to reach calibration temperature). The diagnostics showed a failure of the mixing pump. Biomed stated that they would order and replace the pump onsite. As per follow up information received via email on 29dec2022, biomed would order the pump and replace it onsite. There was no patient involvement reported.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (water check time out unable to reach calibration temperature). The diagnostics showed a failure of the mixing pump. Biomed stated that they would order and replace the pump onsite. As per follow up information received via email on 29dec2022, biomed would order the pump and replace it onsite. There was no patient involvement reported.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed mixing pump. The diagnostics showed a failure of the mixing pump. The device was not returned for evaluation. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Therefore, a device history record review was not required. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.